Event description:
Additional information noted that the patient survived the explant procedure but subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The investigation into the infection/sepsis has been completed since the original report was filed. The cause of the sepsis issue was most likely patient condition related since the pump was sterilized under validated condition and determined to be unknown relation to the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 72 year old patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During the first day of support, the patient endured sepsis. Antibiotics (vancomycin) were administered as a result. The relationship was noted as "possible," therefore, could not be ruled out.